Event description:
It was reported that in central processing, it was observed that the wire had come off the wheel on the large suturecut needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be derailed at one of the distal idler pulley. Due to the derailment, this contributed to the fraying of the instrument's grip cable. The derailed cable was making contact with the edge of the distal clevis post. As the wrist actuates, the cable would be rubbing against the post, and this possibly would cause the cable strands to fray. The instrument still had motion; however, the motion may not be intuitive. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.